Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that reprogramming took place on the functioning lead and no other actions or interventions took place. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the impedances were still above 10 ,000 ohms and the patient felt that the ins turned off on it's own a few times since their last appointment. The device diary showed that the stimulation was turned off on (B)(6) 2018 and came back on several times later. The patient noted that they had been paying close attention to if they were turning the system off when recharging. No symptoms or complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Section other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient met with a manufacturer representative to have their system interrogated and discuss the possibility of the ins shutting off by itself. The diary showed that the stimulation had never shut off in the last month. There was no evidence that the ins had turned off by itself at the time and the patient was instructed to keep track of when they feel the stimulation turn off. It was reported that the impedances on the 8 ¿ 15 lead were all >10,000 ohms. However, the patient was getting satisfactory coverage with the therapy. It was noted that the doctor didn¿t tell the patient about the lead that isn¿t functioning as they were getting adequate coverage and most of the current programming was on the functional lead. No symptoms or complications were reported.